Event description:
The screw was broken during surgery.

Event description:
The screw was broken during surgery.

Manufacturer narrative:
Investigation results showed that the screw broke as a result of too high torsional forces in forced rupture mode during insertion. The fractured surface showed the typical flow structures of a ductile torsional breakage. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.